Event description:
It was reported that a pump stopped without user input while delivering nitroglycerin to a pt. The user stated that the pump displayed ¿malfunction¿. The device was programmed to deliver 250 ml at a rate of 1.5 ml/hr.

Manufacturer narrative:
(B)(4). Review of the device history log shows two occurrences of an improper shutdown while operating on power supplied by the wireless battery. Sigma¿s engineering investigation is in progress. When complete, a supplemental report will be submitted.